Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed, and the lead was found to be within specification.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during a follow-up visit, the patient presented with bradycardia, and loss of capture was observed on the right ventricular (rv) lead. A micro-perforation and dislodgment were noted. The physician elected to replace the rv lead with a new rv lead. The patient was stable prior to, during, and after the procedure.